Manufacturer narrative:
The device is not available for analysis. No data was provided for analysis. No conclusion can be drawn based on available information. The file is closed. The investigation will be re-opened should additional data become available. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that approx. 61 months after the implantation eri status was noted via homemonitoring. The information was received in (B)(6) 2020. Further inquiries did not provide any useful information due to covid situation. It was confirmed that the device was explanted and disposed. Explant date was not provided. It was decided to report this event because the device is affected by the fsca initiated in march 2021.